Event description:
It was reported to medtronic neurosurgery by the patient's family that a strata valve was implanted into the patient in (B)(6) 2009. The patient was reported to still be in a vegetative state with disturbance of consciousness after the implantation. It was also reported that the patient did not have any improvement in their incontinence and other symptoms after the implantation. The physician reported to patient's family that the valve could not be adjusted to the highest pressure level setting.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.